Event description:
The manufacturer received information a trilogy evo ventilator was reported to have given a ventilator service required alarm. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation of the reported ventilator service required alarm. The reported issue was not reproduced during the initial evaluation at the repair center. A record of error code e-384 indicating a pressure sensor mis-match was observed in the error log. The flow sensor needs to be replaced to address the issue. Additional findings not related to the reported malfunction/issue: dirt on the airpath was observed and require replacement of the air pathway parts. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.